Event description:
While implanting the eighth penumbra coil 400 into an aneurysm, the physician noted that the coil was having a difficult time entering into the coil mass. The physician commented that the coil didn't seem to want to go into the aneurysm and that it may have been too long of a coil. Upon pushing the coil further, the physician noticed that the coil had unintentionally detached. He continued to advance the coil completely into the aneurysm without incident, and the procedure continued without any patient impact.

Manufacturer narrative:
A close visual examination of the distal detachment tip (ddt) of the pusher assembly shows that the coil proximal constraint ball is trapped inside the ddt. The stretch resistant (sr) member at the center is broken at the exit from the constraint ball. The unintentional detachment of the coil noted in the complaint was confirmed. The break in the sr member caused the coil to detach from the constraint ball and ddt. The break likely occurred during manipulation of the coil when the physician attempted to place the coil within the aneurysm. The complaint describes that the physician had difficulty advancing the coil into the aneurysm. During that time, the physician may have pushed the coil forward and pulled back to reposition at which time the tensile strength of the sr member may have been exceeded, leading to the break. The manufacturing record for this lot was reviewed and all tensile strength test results were within specification. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.